Event description:
It was reported that the device had failed rate accuracy test, no charge out of box repair and suspected manufacturing defect. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.

Event description:
It was reported that the device had failed rate accuracy test, no charge out of box repair and suspected manufacturing defect. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Annex a: a25. Annex b: b01. Annex c: c19. Annex d: d15. Annex g: g0200802 h3 other text : see manufacturer narrative.